Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an itchy and bleeding sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication for the skin irritation. Follow up indicated that the skin irritation improved.